Event description:
Pt received alta tibial rod to stabilize osteotomy. Four months post-op 2 distal screws were removed (12/19/94). Pt presented 1/23/95 with broken rod through unused proximal screw hole.